Event description:
It was reported that when using the bd pyxis medstation system, the drawer not stayed closed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient and there was no delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure due to loose screws. A field service engineer had tightened the screws for the latch bracket in auxiliary drawer 5 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.